Event description:
Humeral head implant trial post broke and retained in patient's proximal humerus. Risk of retrieval outweighs benefit. Disclosed to patient and family by surgeon. Trial size: h "inferior peg broke off in patient while surgeon was trialing size".